Event description:
A patient was admitted in 2001 with rhabdomyolysis and a history of seizure disorder, paranoid schizophrenia, hypertension, diabetes mellitus and hypothyroidism. Two days later patient's head neck became entrapped between the bars of the upper siderail.